Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient had undergone generator replacement on (B)(6) 2012. The explanted generator was returned to the manufacturer for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2013 when the operative report dated (B)(6) 2012 was received. The operative report stated that there was a vns malfunction; that the patient previously had vagal nerve stimulator with very good response; however, recently begun having breakthrough seizures and was found to have low impedance. Therefore the leads were replaced due to low impedance and the generator was replaced for prophylactic reasons. The surgeon noted that during explant of the old leads, he found the electrode coils within significant amount of scar tissue wrapped around the nerve. These were then dissected free using some electrocautery but primarily blunt dissection.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the leads were disposed of which is why only the generator was returned for product analysis. The lead impedance after replacement was noted to be "ok". Product analysis on the generator was completed on (B)(6), 2012. Results of diagnostic testing indicated the device was operating properly and communicated properly, the reported eos condition was not duplicated. The data in the diagaccumconsumed memory locations revealed that 63.495% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Product analysis also revealed that on date of surgery, (B)(6) 2012, the impedance value was 466ohms and increased to 20496 after the leads were disconnected.

Event description:
The patient's leads were replaced as well as the generator on (B)(6) 2012.

Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient was seen that day for a clinical visit and a low impedance message was noticed during system diagnostics testing. The results of diagnostics were ok with an impedance value below 600 ohms. The patient is non-verbal so there is no way to find out if he is feeling stimulation. Any trauma to the device was denied. The patient has not reported any complaints. A/p and lateral x-ray images of the neck and chest dated (B)(6) 2012 were reviewed on (B)(4) 2012. A small portion of the lead was behind the generator and continuity in that portion of the lead could not be assessed. Based on the x-ray images provided, no cause for the report of low impedance could be found, however the presence of a micro-fracture or lead fracture in the portion of the lead that could not be assessed, could not be ruled out. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.